Event description:
Reported stated that pt, admitted with respiratory infection and congestive heart faiure was tested using the suspect device with a result of 89 mg/dl (capillary sample). According to reporter, 55 minutes earlier, pt's blood glucose measured 41 mg/dl (venous sample), in the facility's lab. Reporter stated that, approx 40 minutes after the initial result was obtained on the suspect device, pt's venous blood glucose measured 44 mg/dl, in the lab. Sixteen minutes later, pt's blood glucose measured 80 mg/dl, on the suspect device. Reporter did not indicate if pt had been treated based on values obtained on the suspect device. Reporter did note however, that the pt had received 2 units of packed cells, through a venous line. Pt's current condition: not provided. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. No product was returned to the MFR for eval.